Manufacturer narrative:
Additional narrative: . Initial reporter is synthese sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in (B)(6) as follows: it was reported that on an unknown date, the 2x tfna blade/guide sleeves, and 2x tfna wire guides were no longer functioning properly and require replacement due to wear and tear. The blade/guide sleeves are stripped and will no longer thread properly through the aiming arm or lock into place. When you try to force them through they become stuck and are also difficult to remove. The wire guides will no longer clip properly into the blade/guide sleeves and are very loose, also due to wear and tear over time. Even when the trocar is placed into the construct they do not clip in and would easily fall onto the floor. No further information is available this report is for one (1) 3.2mm wire guide sleeve. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Initial reporter is synthese sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in (B)(6) as follows: it was reported that on an unknown date, the 2x tfna blade/guide sleeves, and 2x tfna wire guides were no longer functioning properly and require replacement due to wear and tear. The blade/guide sleeves are stripped and will no longer thread properly through the aiming arm or lock into place. When you try to force them through they become stuck and are also difficult to remove. The wire guides will no longer clip properly into the blade/guide sleeves and are very loose, also due to wear and tear over time. Even when the trocar is placed into the construct they do not clip in and would easily fall onto the floor. No further information is available this report is for one (1) 3.2mm wire guide sleeve. This is report 2 of 4 for (B)(4).